Manufacturer narrative:
The device was received and analyzed. Prior to the analysis of the ICD, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed symptoms. Particularly the final acceptance test proved the device functions to be as specified. The device was subjected to an incoming visual inspection. No anomalies were observed. At a next step the ICD was interrogated, revealing that the device was operating in the safety backup mode. The memory content of the device was inspected. The inspection revealed that the device activated the safety backup mode due to the detection of an invalid memory content on (B)(6) 2017, directly after a temporary voltage drop at 10:11 am. In general, the ICD is equipped with the ability to detect and repair invalid memory content. In case that the invalid memory content cannot be corrected, the ICD will -by design- activate the backup safety mode to assure the patients safety. Further inspection of the device memory content revealed the battery status mol2, which could be anticipated. The battery was not depleted. At a next step the device was reinitialized and worked as expected afterwards. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Subsequently the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. During the analysis of the inner assembly no deviations were noted that might have led to the documented temporary voltage drop. Additionally, the current consumption of the electronic module was monitored during a long term test and proved to be normal and as expected. In conclusion, the analysis revealed that the clinical observation resulted from a temporary voltage drop on (B)(6) 2017. However, there was no indication of an ICD malfunction despite a thorough analysis of the device. The ICD proved to be fully functional and the battery as well as the electronic module proved to be within specification. Based on the information available for analysis, the root cause of the voltage drop was not determinable. However, it cannot be excluded that external influences such as an external defibrillation or cardioversion might have led to this observation. There was no indication of a material or manufacturing problem.

Event description:
This device showed a battery status of 4 percent mol2 on (B)(6) 2017. On (B)(6) 2017 there was a notification of battery status error. This device was explanted.